Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va0fxgg, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence. It was reported that  the patient had interstim system replaced on aug 23rd and replaced with surescan system in order to get access to full body MRI's. However when patient activates MRI mode they see patient is not full body eligible due to abandoned product. Patient states the doctor told them that the lead electrode could not be removed and was left in the body. The new lead was then implanted on the opposite side. Patient stated they asked the doctor if they would still have access to MRI's and the doctor told them they could still have MRI's without restriction. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.